Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 1/2cc syringe and (1) broken cannula taped to a swab pad. Customer states that the needle bends when consumer inserts it into the vial and sometimes breaks due to her trying to straighten the needle with her hands. The returned syringe was examined and exhibited a broken cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end as well as on the free end and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. A review of the device history record was completed for batch # 8295675 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200786662, 200785728] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. User error. Bending/re-straightening mode of failure from the customer. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
Material no. 328509, batch no. 8295675. It was reported that during use of the relion® insulin syringe the needle bends when inserting into vial and breaks off when trying to straighten the needles with her fingers. The following information was provided by the initial reporter: consumer reported that the syringe needle breaks while inserting it into the vial before injection, she tries to straighten the needle with her fingers resulting in needle break. No injury reported. Consumer does not re-use, samples will be submitted for evaluation.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no. 328509, batch no. 8295675. It was reported that during use of the relion® insulin syringe the needle bends when inserting into vial and breaks off when trying to straighten the needles with her fingers. The following information was provided by the initial reporter: consumer reported that the syringe needle breaks while inserting it into the vial before injection, she tries to straighten the needle with her fingers resulting in needle break. No injury reported. Consumer does not re-use, samples will be submitted for evaluation.